Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock due to right ventricular lead dislodgment. Oversensing was observed as the lead pulled back and was sensing both atrial and ventricular events. The physician attempted to reposition the lead but failed to be deployed. The lead was explanted and replaced. The patient is fine after the procedure.